Manufacturer narrative:
Product ID 3889-28, lot# v128377, implanted: 2008 (B)(6), product type lead.(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4)2010).

Event description:
It was reported the patient's device was explanted about a year ago. The "wires" were left in the patient and she noted they were "painful and hurt." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.